Event description:
The acucise catheter was used during an endopylotomy. Standard performance of the acucise was documented. A crossing vessel was cut during the procedure. Tamponade with acucise did not stop the bleeding. The kidney was removed and the vessel repaired.

Event description:
The acucise catheter was used during an endopylotomy. Standard performance of the acucise was documented. A crossing vessel was cut during the procedure. Tamponade with acucise did not stop the bleeding. The kidney was removed and the vessel repaired.